Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 46.6 cm. An external abrasion breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart was noted at 6.3 cm to 6.7 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis: